Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a new wavelet template was collected as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) inappropriately provided therapy for ventricular fibrillation (vf) rhythm that was incorrectly identified by the device. The crt-d remains in use. No patient complications have been reported as a result of this event.